Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via medtronic contact us form on social media that she had five reservoirs that leaked insulin into the reservoir compartment. The reservoirs were not returned for analysis.